Event description:
It was initially reported that impedance measurements on the patient's lead was >4000 ohms on all electrode pairs other than c and 0 combination. It was noted that changing both electrodes the patient 2 neurostimulators implanted. Impedance checks on the device on the "other side" were okay. It was not clear which of the 2 leads were connected to the reported neurostimulator. It was later learned that all electrodes paired with electrode #0 had impedances >4000 ohms while all other pairs were within normal range. There were no patient injuries reported.

Manufacturer narrative:
(B) (4).